Event description:
Two abutment screws have fractured inside of the implants. The surgeon had to perform an add'l surgical procedure to remove the abutment screws from the implants. The implants are still in the pt's mouth. Pt injury has not been reported.